Event description:
It was reported that during a follow up, an alert due to out of range pacing lead impedance was observed. A review of rv impedance trend did not confirmed out of range impedance. Suspected lead insulation damage. Noise was noted during provocative testing. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.